Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. Customer did not have a charging cable at the time of the call to determine if the pump still turned on when plugged into a power source. Customer's blood glucose level was 240 mg/dl. Customer delivered a manual injection, and stated they will continue to use the pump for basal delivery and injections to deliver boluses.